Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
The bottom feels kind of bulky and really is hard getting use to. Maybe if it were a little thinner? It worked great but it seemed to tear apart in the back on the bottom where you shape it?! I am afraid to use it because of this. But before I noticed this, it was working great! I'd love a replacement! Is there anyway I can replacement mouth guard sooner than 3 weeks? I just bought this on 2/7 and at the back, the guard started to separate where you mold it to the bottom part. I was really satisfied with it while it worked and don't want to go and buy another one because it worked.